Manufacturer narrative:
A supplemental MDR is being submitted due to additional information/corrected data. Section d9, g3, g6, h2, h3 has been updated.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by edwards lifesciences affiliate, regarding a 26mm sapien 3 valve in the aortic position, when the 14f esheath was being removed post successful 26mm sapien 3 ultra valve deployment, there was a sharp raised portion along the seam that caught the perclose suture and pulled it out leaving a large arteriotomy with bleeding. CT surgeon cut down to the access site and repaired arteriotomy with a patch. Patient received 2 units of blood and 73ccs from the cell saver. Patient remained stable and was transferred to the ICU.

Manufacturer narrative:
The device was returned for evaluation. Visual examination of the returned device was performed, and the following was observed: sheath shaft is curved. Hdpe damage is located 2 inches from distal strain relief. Liner is fully expanded and tip is opened as designed. No soft tip damaged. Due to the nature of the complaint, no applicable functional or dimensional testing was able to be performed. The complaint was confirmed through visual examination. The reported sheath damage was confirmed by the returned device. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. The type of damage seen on the returned sheath suggests the hdpe caught on the closure devices (perclose). The condition of the sheath prior to this interaction (the sharp raised portion as reported) is unknown. It is possible for the hdpe to become damage during the procedure (i.e. Physical interaction with calcification, tortuosity causing kink); however, review of 3mensio shows that is unlikely the sheath was damaged by the patient condition with no notable calcification or tortuosity present. During removal of the sheath, it is possible for the shaft to be pulled at an angle causing the shaft to become bent, resulting in this region to interact with the closure devices. The training manual states, remove the sheath without torqueing. As such, available information suggests that procedural factors (device manipulation, interaction with closure device) may have contributed to the sheath damage. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.